Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused. The bottle was empty after 24 hours of infusion. The device contained 3775 milligram of 5-fluoruracil and 167.5 ml sodium chloride 0.9% for a total volume of 243ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: suspect lots 23f018 and 23f021. Should additional relevant information become available, a supplemental report will be submitted.